Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals scratches and gouges in the surface of the device. The visual also reveals damage along the base, more than likely from attempted insertion. Based on the evidence provided, the unsatisfactory experience could be confirmed. A dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. Instead, the device has signs of damage from attempted use in surgery. A dimensional inspection was attempted; the damage/deformation of several features would not allow for accurate measurement. All measurable critical features were within specification. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According with inspection drawing, final inspection includes the verification of part configuration per print. Also, per material specification the quality and manufacture of polyethylene (uhmwpe) shall be controlled. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an tka surgery, one (1)jrny ii bcs xlpe art isrt sz 1-2 rt 13mm could not be fully seated into the baseplate; and the part that hooked up the inserter chipped off. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: case(B)(4).